Event description:
Wrong technique in drug usage process. Lumbar cauda equina syndrome [cauda equina syndrome]. Case description: this is a device literature case report from the spine journal, 2001, volume 26, number 20, pages e485-e487 entitle lumbar cauda equina syndrome associated with the use of gelfoam. A female with degenerative scoliosis and lumbar spinal stenosis underwent decompressive laminectomies and posterior instrumented fusion from l2 to l5 using pedicle screws and local bone graft. All the screws were placed under fluoroscopic guidance. The final screw positions were confirmed as satisfactory using fluoroscopy and electromyography. After the rods and crosslinks were placed, a piece of absorbable gelatin sponge (gelfoam) approx the size of the laminectomy defect was placed over the exposed dura to control any minor bleeding and protect the dura during irrigation. The wound then was irrigated with 6 liters of pulsed lavage, a standard procedure at the authors institution. Finally, the wound was dried, after which the transverse processed were decorticated and packed with local autologous bone graft to affect posterolateral fusion. The wound then was closed in layers. After surgery, the patient reported of some right lower extremity pain in the l5 distribution. She also demonstrated four fifths weakness in the tibialis anterior and exterior hallucis longus. A computed tomography scan obtained after surgery showed all screws to be located completely within the pedicles and not suspicious for any nerve root impingement. The patient was discharged. Thirteen days after surgery she returned to the emergency department with cauda equine signs and symptoms in both lower extremities. Specifically, she demonstrated diminished rectal tone, evidence of urinary retention, and paresthesias in a saddle distribution more pronounced on the right. Similarly, her motor strength in the right leg was diminished, evidencing 1 to 2/5 normal motor strength in the quadriceps and hamstrings and 0 to 1/5 normal strength in the tibialis anterior, extensor hallucis longus, and gastrosoleus muscles on the right. Additionally, her left leg demonstrated 3 to 4/5 normal strength in the quadriceps, hamstrings, tibialis anterior and extensor hallucis longus. Due to her body habitus, it was impossible to obtain an urgent magnetic resonance image of the lumbar spine. Additionally, her medication precluded myelography. She was transported to the operating room, where she was explored. On exploration of the patients wound, it was noted that hard epidural fibrosis had developed in the region of l2-l5. The hard scar material was dissected free of the dura, and posterolateral decompressions were performed bilaterally. All implants were removed. On pathologic examination, the removed scar tissue included fibrous tissue with acute and chronic inflammation, granulation tissue formation, and reactive/degenerative change admixed with gelfoam. After this procedure, the patient quickly regained full motor function throughout the left lower extremity and improved three grades of motor function in the right lower extremity. She had marked resolution of pain and numbness as well as a return of spontaneous voiding and normal rectal tone by postoperative day 2. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The need for corrective action is being evaluated and will be communicated in the final report. Additional information has been requested and will be provided as it becomes available. A review of pfizer¿s safety database for cases received through 15 may 2009 identified no serious cases from solicited sources and clinical studies reporting gelfoam or blinded therapy and adverse events encoding to the medra (version 12.0) preferred term cauda equine syndrome. In addition, no cases reported from non-clinical study sources reporting cauda equine syndrome were identified during this period with gelfoam. Case comment: based on the information provided in the case, the reported event of lumbar cauda equine syndrome most likely represented sequelae to postoperative surgery involving lumbar decompression and fusion for spinal stenosis where gelfoam was used for hemostasis during surgery. As described in this case, a possible contributory role of gelfoam to cause neurological compromise cannot be completely excluded due to a potential mass effect of the gelfoam sponge in the epidural space following surgery and the resultant nerve compression most likely led to progressive myelopathy. Other causes of mass lesions like fluid collections, loss of fixation, malpositioned hard ware or retained osseous fragments could also be other contributing factors and clinical presentation following this type of a surgical procedure. At the conclusion of surgery as gelfoam intended for hemostasis was not removed, wrong technique in drug usage process is being pulled as an event. Based on the info provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject device. The need for corrective action is being evaluated and will be communicated in the final report. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Report source literature description. Journal: spine. Author: jacob friedman, md. Title: lumbar cauda equina syndrome associated with the use of gelfoam. Volume: 26/20, year: 2001, pages e485-e487.